Manufacturer narrative:
(B)(4). Results of investigation: (B)(4) performed bench testing on the unit. All testing was performed using a good known test ac adapter as well as a good known test patient circuit. The ventilator passed 71 hours of extended tests at the customer¿s settings. The ventilator failed the final test for slight non conformities with high tidal volumes. This slight non-conformity will not affect the way the ventilator ventilates.

Event description:
It was reported to (B)(4) that there was a patient death. The customer stated that the patient was found disconnected from the ventilator and the ventilator was alarming. As a precaution, the customer wants to make sure the unit alarmed and functioned properly and requested the ventilator be evaluated.